Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.384" x 0.084" was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade do not show damage. Review of the provided image by a regulatory post market surveillance analyst showed no visible damage to the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument generator had a system message that the tip was overstressed. The prompt told the customer to relieve the pressure and re-install the instrument. The operating room (or) could not confirm the reason for its inability to work. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no fragments fallen while the instrument was inside the patient in use. The patient has not returned with any post-surgical complications. Depending on the situation, actions would have been taken if there were any fragments that would've fallen inside the patient. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.